Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the application was not launching. The pyxis system had shut down unexpectedly and became stuck on the boot screen. A technical support specialist resolved the issue through re-registering the component manager by following the steps in the knowledge article "how to manually install rss agents & rss component manager". The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary application was not launching. The customer had rebooted the station three times, but it continued to get stuck on the same blue screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.